Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged. Block h11: investigation results the returned autotome rx 44 was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. The wire anchor was not dislodged. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire anchor dislodged was not confirmed. The results of the analysis performed on the returned device found that the cutting wire was blackened indicating that the device was energized, also was kinked and broken from the proximal pierce hole. The wire broken problem found could have been generated if during preparation there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, also it can cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, the cutting wire was fractured. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was being prepared for use in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to be performed on (B)(6) 2024. During preparation, the cutting wire was fractured. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.